Event description:
It was reported that the iab was inserted after open heart surgery. Six days later, blood was noted in the helium tubing. The iab was removed and a replacement was not indicated. There was no associated pt complications.